Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented for a routine follow-up, the estimated battery longevity had prematurely depleted faster than expected. The device was explanted and replaced. The patient condition is fine.